Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (1gm stat, ongoing) and ip injection of zid (1g three times a day, ongoing) for peritonitis. On an unreported date the patient passed away. The cause of death was unknown. It was reported an autopsy was not performed. The peritonitis was not resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.